Event description:
Correction to g3 of the initial medwatch. The aware date should be 20-apr-2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of cystic lung nodule that has been slowly growing in size), using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni.sequence of events as follows: (B)(6) 2021-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: no bacterial growth fungal: exophiala lecanii-corni. (B)(6) 2021-seen by primary care physician: blood work follow-up, and chest x-ray reviewed. (B)(6) 2021-seen by pulmonologist: bronchoscopy follow-up and discussion of CT and pet results (B)(6) 2021-seen by pulmonologist: biopsy follow-up (benign) pulmonary function test (pft) good, referred to cardiothoracic surgeon for increased nodule size per pet. (B)(6) 2021-seen by pulmonologist: follow-up discussion regarding next steps-has not yet made an appointment with cardiothoracic surgeon. (B)(6) 2021-right upper lobectomy performed at outside hospital. (B)(6) 2021-seen at (B)(6) health-bronchoscopy with valve placement related to consistent air leak of chest tube with failed conservative treatment. The patient was not treated with antifungals at any time during the course of these events. The patient's current condition is described as "expected condition related to disease course". Continues care with (B)(6) at this time. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated.case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.